Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m was clogged. The following information was provided by the initial reporter: tubing for tpn wasn't priming, it was clogged at the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-mar-2023 h6: investigation summary 20 unused samples model 10010453 lot 22125445 were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Samples were successfully primed with water and then primed with 85% glycerin / 15% water mixture. No occlusions were observed. The customer complaint that the tubing was unable to prime could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10010453 lot number 22125445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 1.2m was clogged. The following information was provided by the initial reporter: tubing for tpn wasn't priming, it was clogged at the filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on mar 14, 2023. Medwatch report # mw5115480.